Event description:
It was reported that a registered nurse phoned the hotline stating the following: "a couple of nights ago they had patient with intra-aortic balloon (iab) rupture. Iab was placed 8 to 10 hours prior to rupture. Patient was taken to operating room for a thromboembolectomy due to clotting on catheter." There is no more information available.

Manufacturer narrative:
Sample will not be returned for evaluation.